Event description:
It was reported that externalized conductors were seen between the high voltage coils nearest to the proximal coil via fluoroscopy. No changes will be made other than close monitoring of the lead.